Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The return of the device may have aided the investigation in determining a cause for the experienced event. To ensure this type of experience is not a result of a potential product related deficiency, a sampling of finished devices is also tested to verify the functionality of the device. A review of the finished product lot history record did not reveal any manufacturing related non-conforming material records associated with this lot. In addition, a query of the complaint-handling database was performed and there have been no other similar incidents reported from this lot. Based on the information received with this incident and without the product to examine, a definitive cause for the reported experience could not be determined.

Event description:
It was reported that a physician trained in the use of proglide device attempted arteriotomy closure of a mildly calcified common femoral artery after a diagnostic procedure. Reportedly, the sutures were deployed, but failed to close the vessel. A second proglide was used to achieve hemostasis. There were no reported adverse patient sequelae. Though requested, no additional information was provided.